Event description:
Ous MDR. Bad values during follow-up. Repositioning failed because the screw could not be unscrewed. The lead was implanted for 4 months.

Manufacturer narrative:
Ous MDR. No manufacturing error or material defect could be found by the analysis. Regarding the bad values during the follow-up mentioned in the complaint, no deviations from the specification were found. The problems with the repeated fixation of the lead in the myocardium were probably caused by tissue that had grown into the fixation after an implantation time of 4 months. After cleaning the fixation during the analysis, the fixation mechanism functioned correctly.